Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and failed due to moisture. Pictures were taken. The log was not downloaded and reviewed because receiver will not turn on even with good battery.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to moisture. Charged and reboot was performed and failed due to moisture. Attempt to download the receiver log. Fail, because the receiver will not turn on. Perform log review. Unable to performed log review because the receiver will not turn on. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.